Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber tip broke. The procedure was completed with a second fiber without patient complications.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber tip broke after 25,000 joules of use. The procedure was completed with a second fiber without patient complications.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the as reported broken fiber tip event was not confirmed, however analysis identified a glue failure as the glass cap was protruding outside the metal cap more than intended. It is probable that the identified debris adhesion on the metal cap surface contributed to elevated temperature near the laser beam output window. Continuous elevated temperatures can lead to fiber tip damage, including glue failures. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event. According to the device instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Although analysis identified the glass cap exhibited mild devitrification, please note that fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystalize. Based on analysis result, the alleged fiber tip break was not found and initial report indicated that the procedure was completed without patient complications. It is unlikely that the identified glass cap protrusion from the meal cap due to glue failure could contribute to patient harm if it were to re-occur. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question. Device history review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Visual analysis identified that the glass cap was protruding outside the metal cap, indicative of glue failure. The glass cap exhibited mild devitrification at the output window. The metal cap exhibited severe charred debris adhesion on its surface which is an indicative of prolonged tissue contact during procedure. The fiber was functionally tested with the hene (helium - neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The aim beam was observed to be present at the output window, as intended. The connector cone, segments, and tabs appeared to be in good condition and secured. The control knob was attached and aligned with the fiber and can rotate the fiber as intended. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Investigation conclusion: analysis of the returned fiber did not identify the alleged fiber tip break. However, analysis did identify glue failure. The observed condition of the fiber is consistent with fibers that experience tissue adhesion, constant prolonged tissue contact, and/or a decrease in the saline cooling flow which leads to elevated temperature. Continuous elevated temperatures can lead to fiber tip damage, including glue failures. According to the device instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber tip broke after 25,000 joules of use. The procedure was completed with a second fiber without patient complications.